Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During routine testing of the device, the field service representative reported the heart lung console would not switch to back up battery power. The representative tested the heart lung console and found the batteries were dead. Since the event occurred during routine testing, there was no pt involvement during this event.